Event description:
In may 2004, while using the sound processor, the pt reportedly was unable to perceive sound. Two days later, the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced blonics coclear implant.